Manufacturer narrative:
A steris service technician inspected the washer and found heat damage to cables and other components. The technician ordered new parts to complete the repair. The washer will be returned to service upon completion of the repairs. The washer is not under steris service contract and is serviced and maintained by the user facility. The investigation of this event is currently in process. A follow up report will be submitted once additional information becomes available.

Event description:
The user facility reported that smoke was emitting from the top of their washer. No report of injury or procedural delays or cancellations.

Manufacturer narrative:
The unit was installed at the customer's location in (B)(6) 2004. Based on the issue reported by the customer and steris engineering analysis, the cause of the reported event is the c2 contactor remaining in an open position. This is attributed to high usage of the reliance synergy washer/disinfector which caused sufficient wear of the c2 contactor to exceed its operating life. The contactor is activated several times throughout the duration of a washing cycle. Activation of the contactor may additionally be increased due to various external environmental conditions and settings at the user facility's location. A steris service technician repaired the unit, ran a rest cycle and confirmed the washer to be operating properly. No additional issues have been reported.

Manufacturer narrative:
It was inadvertently stated that the contactor remained in the "open" position instead of the "closed" position.